Manufacturer narrative:
A ge service rep performed an over the phone investigation. Technical support was provided to the customer and an interconnect cable was sent to the customer's site. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.

Event description:
The customer reported that the system intermittently displayed a communication error message and the customer believed this issue was related to the interconnection cable. No pt injury was reported.